Event description:
Pt having tracheostomy procedure. #8 bivona flexible, extendable trach placed in larynx and inflated. Balloon failure of the trach tube did not allow adequate ventilation and trach needed to be removed.